Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after the foley catheter placement in the operating room, the catheter fell off. Upon checking the catheter, it was found that the injected sterile water had flowed into the bag tube.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with sample port connector and syringe. Visual inspection of the sample noted no obvious visible observations. A potential root cause for this failure mode could be ¿lumen compromised by a puncture or cut. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after the foley catheter placement in the operating room, the catheter fell off. Upon checking the catheter, it was found that the injected sterile water had flowed into the bag tube.